Event description:
It was reported that the pump shut off unexpectedly. The incident resulted in the customer's highest blood glucose level being "over 600" mg/dl. Corrective actions included the customer visiting the emergency room, where they received intravenous fluids and insulin. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer continued to use pump.